Manufacturer narrative:
During troubleshooting on the phone with dario's representative, the user reported receiving the following bg readings: on (B)(6): dario meter - 112 mg/dl vs. Non-dario meter - 146 mg/dl. On (B)(6): dario meter - 129 mg/dl vs. Non-dario meter - 137 mg/dl. On (B)(6): dario meter - 123 mg/dl vs. Non-dario meter - 129 mg/dl on (B)(6): dario meter - 122 mg/dl vs. Non-dario meter - 134 mg/dl. The user added that he received a bg reading of 141 mg/dl at the doctor's office during a scheduled checkup. While on the phone with dario's representative, it was determined that the user was storing his cartridge of strips on the kitchen counter. Dario's user guide states in the section of general precautions: "do not store the meter or test strips in an area where the humidity is outside of the range 10-90%, such as a bathroom or kitchen." A replacement of dario's strips was sent to the user to make sure that the dario strips are reading correctly. Dario's representative instructed the user to test his current strips with the control solution, however due to an application issue, the user was unable to test at that time. As of this date, the user's case is still in progress. If new information is received at a later date, a follow up report will be submitted. There is not enough information available regarding the dario meter, strips, and control solution to investigate. No resolution is available.

Event description:
On january 22nd, the user contacted dario to report low blood glucose (bg) readings. The user reported testing his dario strips using control solution and receiving results that were out of range for the level 2 control solution test. In addition, the user reported receiving bg readings from his dario meter that were less than the bg readings that he received from his non-dario meter.